Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject device was flickering, had stripes, and was purple in color during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and the "image flickers and has stripes" failures were confirmed. However, the "image is purple in color" failure could not be confirmed during the device evaluation. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken; therefore, no image occurs, the image flickers, and a stripe is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.